Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd noticed that the boot was cracking and fraying around the edges and the carbon fiber was so sharp that it would puncture drapes and compromise sterility pka/tka.

Event description:
Spd noticed that the boot was cracking and fraying around the edges and the carbon fiber was so sharp that it would puncture drapes and compromise sterility pka/tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported issue it was reported that the boot had splintering/chips in the carbon fiber product history review: review of the device history records indicate 50 devices were manufactured and 21 devices were accepted into final stock on 03/24/2017. A review of qt17-03-0081 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n: 210080, lot: 201743020701 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection showed splintering/chips in the carbon fiber. See attached picture. Material analysis: material analysis was not completed as no material failure was alleged. Functional inspection: functional inspection was not completed as no function failure was alleged. Conclusion: the failure mode has been confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.